Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: the stapler jammed after several staples were fired. The event occurred during use, but it caused no harm to the pt. Another stapler was used to continued the procedure.